Event description:
Reporter intially noted vacuum was not working in two cases same day. Cases prolonged due to malignant glaucoma attack. Pt 2 of 2: additional information received noted intravenous administration of mannitol; waited one hour, then returned to or to complete case. Pt prognosis reported as excellent.